Manufacturer narrative:
It was reported that the patient was implanted a zimmer mmc cup 50mm/42mm code h on (B)(6), 2011 and revised on (B)(6) 2015 due to unknown reasons. As the case at hand is a legal claim it is not suspected that the device is being submitted for review. A technical investigation was not possible to perform, as the devices were not at hand for investigation. No trend was identified. The compatibility check was performed and showed that the product combination was approved by zimmer. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) was unknown. Patient factors that might affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history were unknown. Adherence to rehabilitation protocol was unknown. In conclusion, due to significant lack of information, it was impossible to perform a meaningful analysis of the reported event. However, the possible causes for revision are covered in the dfmea ot the reported device. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective actions is not indicated and zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was implanted a zimmer mmc cup 50mm/42mm code h.

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component on the right side on (B)(6) 2011. The patient was revised on (B)(6) 2015 due to unk reasons.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. (B)(4) .